Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's bg level during both events altitude alarm ranged between 184-232 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer reverted to manual injections for insulin therapy.